Manufacturer narrative:
(B)(4). The concorde bullet oblique lordotic cage was returned for evaluation. Visual inspection revealed that the cage was broken into three separate pieces. A DHR review found no issues that could have caused or contributed to the reported event. Complaint trend analysis found no related complaints. The root cause cannot be positively identified however impaction forces applied directly to a small surface of the implant could cause fracture of the implant. Based on the outcome of the investigation, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A surgery to implant a concorde cage into the patient's l2-s2 for degenerative disease was performed on (B)(6) 2015. It was reported that the reported cage got fractured from around the part connected with the inserter while the surgeon was inserting the cage with the inserter and the hammer. The fractured part was small, and the cage that was already inserted into the intervertebral was successfully installed into the appropriated position by the impactor. The surgery was successfully completed without any adverse consequences. Nevertheless due to the event, there was 1 minute surgical delay. The surgeon inferred that the fracture might be caused partly by the fact that the patient's bone was hard. The fractured piece will be returned for investigation.